Event description:
A home patient (hp) contacted the baxter technical service representative (tsr) regarding a system error 2240 (air in line)/2367 (cascading error alarm) that appeared on the homechoice (hc) unit during the drain cycle. The tsr explained the alarm and directed the hp to start over using new supplies. Nothing unusual was identified during the troubleshooting process to resolve the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. In late 2008, a follow up call was made to the home patient's nurse who stated the hp had peritonitis and had her catheter removed. The hp is temporarily on hemodialysis therapy. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
If additional information is obtained, a follow up report will be submitted.